Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
His is follow up#1 to report on 27/sep/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a incisional periumbilical hernia surgery and was implanted with strattice device lot sp100526 and ref# (B)(4) on (B)(6) 2018. On (B)(6) 2021, patient underwent a recurrent incisional hernia repair abdominal wall reconstruction with bilateral myocutaneous flaps-separation of components excision of skin 15/4cm with complex wound closure explanation of old mesh. Same surgery, patient was implanted with a non-abbvie device, covidien permacol lot number asf0438. The form lists the condition that was treated: recurrence, adhesion on (B)(6) 2021. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on 19/apr/2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100526 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 27/sep/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a incisional periumbilical hernia surgery and was implanted with strattice device lot sp100526 and ref# 2020002 on (B)(6) 2018. On (B)(6) 2021, patient underwent a recurrent incisional hernia repair abdominal wall reconstruction with bilateral myocutaneous flaps-separation of components excision of skin 15/4cm with complex wound closure explanation of old mesh. Same surgery, patient was implanted with a non-abbvie device, covidien permacol lot number asf0438. The form lists the condition that was treated: recurrence, adhesion on (B)(6) 2021. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Correction to g3: incorrect aware date of supplemental medwatch (B)(4) was submitted as 12/aug/2024. Correct aware date should have be 27/sep/2024.